Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a system message was displayed and the system shut itself down prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the sm reported, but was unable to replicate the system shut down. The pneumatic printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 29, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pneumatic printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).